Event description:
The initial reporter contacted shiley to report that a pt with bjork-shiley aortic and mitral heart valves had both valves replaced due to "valve related" difficulties. Subsequently, the initial reporter forwarded a copy of the operative report to shiley. The copy of the operative report indicated that four weeks prior to surgery, the pt began having episodes of atrial fibrillation with dizziness and shortness of breath. According to the report, the preoperative diagnosis was aortic and mitral stenosis. Examination of the prosthetic heart valves during surgery revealed that the valves had "significant pannus ingrowth with marked decrease in effective orifice area". The pt survived surgery.